Manufacturer narrative:
The coblator ii controller was returned for investigation. The controller was tested according to arthrocare's test procedure which includes a visual inspection, checks of the default and maximum set points at specific resistance values, checks of the open circuit output voltages, check of the coagulation open circuit output voltage, checks of the maximum loaded voltages, checks of the limiting modes at the maximum set point, and a performance test (saline test) of the device in use with a wand to verify coblation mode. The device was found to meet all performance and electrical tests. No problem was found. Two devices, coblator ii controller and the procise xp plasma wand, were used in the same procedure. The second device, procise xp plasma wand, was filed under MDR 2951580-2009-000102.

Event description:
During an adenoidectomy, it was reported that the insulation at tip of the wand's melted away during the procedure. It was reported the pt sustained a superficial burn to the underside of the pt's soft palate as a result of the insulation melting during the procedure. No treatment of the superficial burn was required.